Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's brother reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 440 mg/dl. Customer treated their high blood glucose via manual injection. Customer believed they did not received proper insulin from the insulin pump and stopped wearing the device. Customer advised their basal rate was lowered at random and they received a no delivery alarm. Customer's brother was advised that the time was inaccurate on the insulin pump which resulted in the basal rates being delivered at the wrong time. Troubleshooting for no delivery was performed. Customer received the alarm during bolus delivery. Customer advised the no delivery alarm was a recurring issue and remained unresolved.